Event description:
Lead presented with noise in follow-up clinic. No impedance or sensing out of range. Unreliable rv capture. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.